Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin and skipping the air removal step when filling the cartridge. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days and educated customer to perform the air removal step when filling the cartridge. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection.